Manufacturer narrative:
Device was disposed in the hospital.

Event description:
It was reported that angioplasty using the first balloon (subject device) and then the second balloon was performed to treat 75% v4 vertebral artery (va) close to posterior inferior cerebellar artery (pica) stenosis. Both devices were inflated to nominal pressure one time each during 30 seconds. The hemorrhage due to the posterior superior alveolar artery (psa) rupture occurred after angioplasty and resulted in a stroke. The procedure and "dural anti drugs" were stopped. The event was resolved with no residual effect.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that angioplasty using the first balloon (subject device) and then the second balloon was performed to treat 75% v4 vertebral artery (va) close to posterior inferior cerebellar artery (pica) stenosis. Both devices were inflated to nominal pressure one time each during 30 seconds. The hemorrhage due to the posterior superior alveolar artery (psa) rupture occurred after angioplasty and resulted in a stroke. The procedure and "dural anti drugs" were stopped. The event was resolved with no residual effect.